Manufacturer narrative:
(B)(4). Implant date is approximate.

Event description:
A patient had a resolute integrity stent implanted. Approximately 4 months later they reported to have been experiencing neck and jaw pain similar to when they had their first intervention. Patient has had an allergy test done and was positive for a nickle allergy. A stress test was performed and the patient passed this. No further patient complications were reported.